Event description:
Complainant alleged that during inservice training by facility staff, the device inappropriately turned off while in monitor mode and while plugged into "ac". The complainant indicated that there was no pt involvement in the reported failure.